Event description:
Ventricular fibrillation occurred during an ablation for ectopic ventricular tachycardia. Medical intervention included external defibrillation. The pt is reported to be doing fine.